Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the outer flow tubing open end exhibits signs of abrasions; the octagonal red sign and the blue arrow on the outer flow tubing open end are partially erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure the first fiber used fiber broken at 381,888 joules and 47 minutes of use. The fiber was cleaned during the procedure. The second fiber also had fiber broken at 350,414 joules and 36 minutes of use. The fiber was cleaned during the procedure. A third fiber was used to complete the procedure. Patient outcome: no injury to patient.